Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for low blood glucose and it was found that his doctor came to his house and the blood glucose was so low that even did not registered on the blood glucose meter. The customer mentioned that he had an infection, which caused his blood glucose to drop, and the doctor treated him. No further information was provided.